Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. During the system start-up, the ivs pc did not boot up and the system went into backup review mode. The user was notified of this problem by the displayed system message "image processing limited - control room workplace is offline. Call service.". During the detailed investigation, a defective motherboard of the pc was identified. The ivs pc of plane b was exchanged as part of service activity. The occurrence rate was checked and a possible error accumulation or even a systematic error could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an interventional procedure, the user reported that the ivs pc boots endlessly and ends with an error. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.